Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the mobile programmer analyzer failed to display the atrial impedance when measuring the leads. The cables were replaced and programmer still failed to show the atrial impedance.  No patient complications have been reported as a result of this event.